Manufacturer narrative:
(B)(4). Evaluation summary: the condition of fail code 703 was confirmed. This fail code was caused by a faulty user interface module printed circuit board assembly. The user interface module printed circuit board assembly was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA-(B)(4).

Event description:
The facility representative reported failure code 703. The event occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.